Manufacturer narrative:
The device was returned to olympus for evaluation. During evaluation, the customer¿s allegation was not confirmed. Additional findings were as follows: corrosion of electrical contacts on the connector, the head part free lock lever corrosion operation was heavy, and the head scope mount had corrosion, there was deposits on the head focus ring, and deterioration of the head imaging (flex discoloration). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported on behalf of the customer, indicating, during preparation for use. The video with the visera video system center otv-s7v camera head did not display intermittently, due to poor contact. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. It is likely that temporary communication failure occurred and image was not displayed because the electrical contacts on the connector was corroded. Regarding corrosion of electrical contacts on connector, per the service manual, the phenomenon can be prevented by following these instructions: ¿make sure that the video plug and its electrical contacts are completely dry before connecting the plug to the video system center. Also, make sure that the electrical contacts are clean before connecting. Wet contacts could cause the equipment to malfunction.¿ olympus will continue to monitor field performance for this device.